Event description:
During an ascending aorta repair surgery using elephant trunk method, a collagen peel off was observed inside the graft. The portion of the graft that peeled off was removed and the graft was implanted in the pt. No consequence to the pt was reported.

Manufacturer narrative:
Note: all info contained in this report was provided by the manufacturer. No facility number has been assigned to this report. Eval summary: the non implanted portion of graft was returned to the manufacturer. The sample appeared to have been cut at both ends at the institution. The sections were irregular, with a fringe of textile fibers. One end of the graft was blood contaminated. No anomaly was observed on the external side of the graft. Visual examination confirmed the collagen peel off on the inside of the graft, at the extremity of the sample that was not blood contaminated. A product coated on the same day than the complaint device was evaluated. The visual examination evidenced no product anomaly and no poor collagen adherence. The graft was handled with precaution and was cut at both ends with dedicated scissors used in the intervascular manufacturing process to cut the products: no damage to the textile fabric or collagen peel off was observed. The inside of the graft was also inspected and no collagen peel off was observed. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on grafts coated the same day than the complaint device indicated a value well within product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. No conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product IFU, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.